Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "pneumatic system, 02 failure" error message. No further information was available. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1220908-2020-02645. Evaluation results: the device was returned to zoll medical corporation; the customer's report was observed during review of the device's activity log. However, the device was put through extensive testing including full functional testing without duplicating the report. An internal inspection found no discrepancies. The o2 valve was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.